Event description:
Information received from the field notes that the patient presented with complaints of diaphragmatic stimulation. Programming to vvi alleviated the stimulation, indicating atrial lead dislodgement. The lead was repositioned.